Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was depleting faster than expected. Review of the pump data logs showed that the pump decreased from 25% at 2:47am and then shut off at 9:32am. Blood glucose level was not impacted. Reportedly the customer had lantus and humalog as alternate insulin therapy.